Manufacturer narrative:
Corrected field: e1 (event site telephone) updated field: b4, d9, g3, g6, h6 (investigation findings, investigation conclusions) failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0160-00-0127 with a reported unit failure of a blank display. The fat performed a visual inspection and found the part to have a cracked screen. See attachment. Probable root cause is user error. Retaining the part in the failure analysis and testing department per procedure number (B)(4). As per the cardiosave dfmea the most possible cause for the part display is component reliability. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. As a precaution, the display top lcd assy was replaced. When removing the cover, the hexagonal screw was too tight to remove, so the cover was damaged and replaced. After the replacement, the display was checked and found to be in good condition.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) display monitor has gone blank.

Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e1, g1, g3, g6, h2, h3, h6 (clinical code, type of investigation, investigation findings, impact code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. As a precaution, the display top lcd assy was replaced. When removing the cover, the hexagonal screw was too tight to remove, so the cover was damaged and replaced. After the replacement, the display was checked and found to be in good condition.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) display monitor has gone blank. No patient harm or injury reported.